Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation.  This evaluation included functional and electrical testing of the device. A service history record review was performed and revealed no issues that could have caused or contributed to the reported problem. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intra-peritoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 03:58:21. During night drain cycle three, the patient's ultrafiltration reading was 1422 ml, indicating the home patient drained 1422 ml more than their maximum programmed fill volume of 2200ml. No additional information is available.